Event description:
A report was received on 03 feb 2025 from the nurse of a male patient with a medical history including chronic hypotension and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received 05-07 feb 2025 from the home therapy manager (htm) who stated the patient was found by the caregiver surrounded by an unspecified amount of blood (source of blood loss not specified). The caregiver performed cardiopulmonary resuscitation (CPR) and called emergency medical services (ems). Upon ems arrival, resuscitation efforts were continued but unsuccessful, and the patient expired, time not provided.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).